Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that flex-guide carving occurred at approximately 1 inch from the distal end of the device while advancing the thumb advancer and splitting the sheath. As the tubeset carved into the flex-guide, the garage leaves were disrupted and punctured into the sheath. Flex-guide carving combined with garage leaves puncturing into the sheath would create resistance to the thumb advancer deployment. However, the thumb advancer stroke was complete, indicating additional force was applied. Per the instructions for use, do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings using the safety release button and remove the device. Because additional force was applied to continue advancing the thumb advancer against resistance, the sheath was torn and the distal end was stretched. Subsequently, as the clip was fired, the tines punctured into the distal end of the sheath, resulting in the clip being captured instead of fully delivered to the arterial surface to close the vessel as reported. The locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. Bent locator wings combined with a stretched sheath capturing the clip would result in difficult device removal, but this was not reported. The returned condition indicated that the access ports were used to unlock the thumb advancer and tubeset to facilitate device removal. Based on the investigation findings, the probable cause for the flex-guide carving and damaged sheath is inability to maintain alignment between the tubeset and flex-guide while advancing the thumb advancer, causing the tubeset to carve into the flex-guide. The probable cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings when firing the clip. Bent wings combined with stretched sheath can interfere with the clip deployment and device removal. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath did not split completely and the clip was deployed in the sheath. Manual compression was used to achieve hemostasis. After the device was removed from the anatomy, the device was manipulated and the clip fell out. There was no adverse patient sequela. Though requested, additional information was not provided.